Manufacturer narrative:
The product was returned for evaluation. Visual and functional testing were conducted. The device was received with missing relief pressure/CPAP end caps, manometer reading was out of specifications, the bottom casing was protruding out revealing the battery, the frequency knob was wiggling, tidal volume knob was rubbing against the front panel, and the front panel was misshaped at the upper right corner. Functional testing duplicated the reported problem. The manometer reading was out of specifications and the o2 input fitting was loose and leaking. It was deemed that the cause of the problem was impact to the device by the user. No previous service history was found. A manufacturing device history record (DHR) review was not relevant as issue was caused by user misuse. Operator of device is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was dropped; the gauge is not zeroing and there is a whistling sound. No patient injury was reported.